Manufacturer narrative:
The reported event was addressed with phone support. The site used a spare endoscope to resolve the reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the video image of a 30-degree endoscope was upside down. The tse explained that the endoscope's base was probably in the opposite orientation. The tse recommended to flip the base of the 30-degree endoscope. The caller would share this information with the operating room team. A spare 30-degree endoscope was used to complete the procedure with no reported injury.